Event description:
It was reported that after an interventional procedure, arteriotomy closure of a moderately calcified common femoral artery was attempted using a perclose proglide device. Reportedly, during device placement, pulsatile blood flow through the device marker lumen could not be obtained to indicate arterial marking. The device was removed, flushed a second time, and reinserted, but no blood flow was present from the marker lumen. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to achieve arterial marking during the procedure was not confirmed. The marker port was examined and was found to be blocked by dried blood. The device was soaked to loosen up the coagulated blood and after the lumen was cleared, a water filled syringe was inserted into the marker tube and the device flushed and marked without difficulty. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.